Event description:
It was reported that guidewire tip detachment occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified knee vascular. A 185cm pt2 guidewire was used for delivery. However, during procedure, it was noted that the guidewire was completely detached 5 centimeters from the tip. The device was removed by snaring. The procedure was completed with a different device. There were no patient complications nor injuries reported.